Manufacturer narrative:
Device was used for treatment, not diagnosis. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility along with the six concomitant unknown screws. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: sep 25, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orif (open reduction internal fixation) of a proximal tibia fracture, only one of the screws was able to be engaged to the screw holes of the 3.5mm variable angle locking compression plate (va-lcp). The surgeon attempted placing screws in the head of the plate in the standard fashion, with the variable angle drill guide and a 2.8mm drill bit. He was only able to get one of the screws to engage in one of the screw holes in the plate. It was reported that six (6) screws were attempted to be used without success. The plate was removed, and an lcp 4.5mm proximal tibia plate was placed instead. The surgery was successfully completed and the patient was reportedly stable postoperatively. There was a surgical delay of approximately one hour due to the complained event. Following the surgery, the 3.5mm va-lcp plate was inspected and it appeared that the threads on the plate holes were stripped and the plate was marred. This report is 1 of 1 for com-(B)(4).